Manufacturer narrative:
The device was returned for analysis. The reported ¿resistance was felt, and the device could not be removed¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported guide break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Patient code 2199 removed.

Event description:
Returned device analysis identified a guide break and a bilateral cuff miss. Follow up with the account confirmed that the guide separated during the procedure; however, it was held together by the actuator wire and a second device was used ultimately used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a percutaneous coronary intervention using a 6fr sheath. Reportedly, after suture deployment, resistance was felt and the proglide device could not be remove from the patient anatomy. After several attempts the device could successfully be removed with no vessel damage. Hemostasis was achieved with the sutures of the proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.